Manufacturer narrative:
H.6. Investigation: lot#9156976 DHR and related manufacturing records were reviewed, no abnormality was found. Clog test was conducted on 7pcs retention samples and all no needle clog fail found. No actual defect sample returned, so a comprehensive evaluation and investigation cannot be conducted. H3 other text : see h.10.

Event description:
It was reported that the pen needle 31gx5mm 7 pack had no insulin flow during use. The following information was provided by the initial reporter, translated from chinese to english: "due to diabetes, the patient came to hospital to inject insulin with the pen needle. When he was installed and used at home, he found that the needle was blocked and could not inject insulin. After the needle change, insulin injection was done successfully."

Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported that the pen needle 31gx5mm 7 pack had no insulin flow during use. The following information was provided by the initial reporter, translated from (B)(6) to english: "due to diabetes, the patient came to hospital to inject insulin with the pen needle. When he was installed and used at home, he found that the needle was blocked and could not inject insulin. After the needle change, insulin injection was done successfully".